Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer extend (vse) involved with this complaint and completed the device evaluation. The instrument was found with no dislodged blade at the garage track. There was slight bio debris found at the instrument tip. Instrument was placed on the system and passed self-check. A review of error logs showed one blade jammed error message (error 22025). The vessel sealer instrument functioned properly from the start but eventually the blade jammed. Knife slot test was performed and passed. Additional observation, which was not reported by site: one ceramic dot was no longer present on the electrode of a jaw assembly. Material approximately 0.03" x 0.03" was missing.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the customer reported an error on the screen instructing the user to unclutch the arm and stating that the blade may be exposed. It was reported that the customer removed the vessel sealer extend instrument and upon examination, the blade was found to be exposed. The procedure was completed with no reported injury.